Event description:
The customer reported a burn at the trocar site during a laparoscopic procedure which required excision. The or staff did an internal investigation and determined the burn was not the fault of the equipment.